Manufacturer narrative:
The customer did not return the device nor device logs back for evaluation. A reminder was later sent, and the customer confirmed that the o2 proportional valve was found to be leaking. The customer replaced the valve, and the unit functioned properly. Technical support followed up with the customer; however, the customer has not provided any further response.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4: PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that the device displayed a technical failure 379: no o2 dosing possible. There was no patient involvement during the alarm.